Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04jan2021.

Event description:
It was reported to philips that the device had an error code in the event log. The device was not in use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer was replacing the power overlay for the error code, and noticed that one of the screws holding the front and rear bezels together was damaged. The customer requested the part information to replace the user interface assembly. The rse provided the part information for a user interface assembly, and advised the customer that the device must have 2.10 software or higher to support the new user interface.

Manufacturer narrative:
G4:14jan2021. B4:18jan2021. The rse provided the part information for a user interface assembly, and advised the customer that the device must have 2.10 software or higher to support the new user interface. A good faith effort was made and the customer confirmed that the user interface assembly was replaced and the device returned to full functionality. The device remains at the customer site and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.